Event description:
It was reported that the system had an image quality issue which prevented the system from being usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but not conclusion can be drawn as further repair information is not available.